Manufacturer narrative:
Device issue with inomax dsir# (B)(4). The device investigation was completed on 26-oct-2015. The regional service center (rsc) service log review revealed delivery failure (df) alarms for backlight current below minimum. The rsc also experienced the reported complaint of a blank display at bootup. The rsc replaced the touchscreen/display. Although identified in the service log, the rsc did not experience a df alarm. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this report was display-backlight failure. This condition will be tracked and trended under the company's quality system. This case did not result in an adverse event/serious adverse event; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00023).

Event description:
On (B)(6) 2015 a respiratory therapist (rt) in the united states spoke with the company regarding a device issue with inomax dsir# (B)(4). The device was not in use on a patient at the time of the device issue. The rt stated that shortly after inomax dsir# (B)(4) was powered on the display screen was blank. Inomax dsir# (B)(4) was removed from service and returned to the company for service evaluation.